Manufacturer narrative:
The device was not returned to zoll medical corporation; the associated limb lead cable was returned for evaluation. The malfunction was duplicated and attributed to an internal open on the limb lead cable. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to the fact that therapy is delivered via electrode pads, not leads. Therefore, this failure does not prevent the device's ability to deliver therapy.

Event description:
Complainant alleged that while attempting to treat a 69 year old female patient, the device was unable to obtain an ECG signal via leads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.